Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer contacted ortho to report a false negative patient result for rh type using anti-d bioclone reagent lot# db309a1 exp. 11/5/2017 for tube method testing. Issue started on: (B)(6) 2016 (exact day in (B)(6) not provided), patient brought to ER at facility due to car accident. Patient pregnant at this time. Frequency: isolated. Methodology used: tube testing. Incubation time (for manual test only): none, immediate spin. Pattern observed: negative. Reaction grade obtained: 0. Customer was expecting: first time patient was at facility, no expected result. Test repeated: yes, in present time. Customer obtained positive result for patient rh type which leads her to believe that result from testing in (B)(6) is a false negative result. Result obtained by repeating: positive, 2+, immediate spin. Customer performed weak d testing on patient, 4+. Method used to repeat: tube testing. Quality control for anti-d bioclone reagent passed both in (B)(6) and present time using ortho confidence system. Weak d testing was not performed in (B)(6) as it is not required by facility's standard operating procedures. Patient tested rh positive at present time with a different lot of ortho anti-d bioclone. Result of 2+ at immediate spin prompted customer to perform weak d testing. Patient delivered a baby (B)(6) 2016. Birth was not traumatic. Dat on cord blood was negative. Kleihauer betke test was negative. Patient was given rhogam in (B)(6) before delivering as well as post partum. Patient did not have any blood transfusions. Patient's blood type is (B)(6), newborn's blood is (B)(6).